Event description:
It was reported that the patient had a revision on the asr hip implant. It was further reported that blood tests revealed no chromium or cobalt in the blood of the patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing system. Reason for revision : not known. (B)(4). Update r'ced 6th march 2013 - (B)(6) ref r'ced from (B)(6), original surgery date, resurfacing product code. Update 21st nov 2013 - ref (B)(4) incorrect - assigned to (B)(4) as per (B)(6) information received 7th nov 2013. Update - added hip side, file handler details and filed out mw fields. Taken from claimsuite dated 6th august 2014 left

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.